Event description:
A customer reported unexpected negative reactivity with the 3-cell screening assay on the galileo echo instrument (B)(4) for one patient using two different samples.

Manufacturer narrative:
An immucor technical support specialist reviewed a fax received from the customer of manual testing performed by the customer using an antibody identification panel (panocell, lot 17934). An anti-fyb was identified using sample (B)(6). The reaction strengths were reported out as + and +w. No repeat testing was performed. Image files from the echo instrument were also reviewed. The data indicated samples (B)(6) were reported out as negative for all three cells using capture-r ready screen (3), lot# r153. The final well images for all three screening cells visually appeared negative for both samples. There were no instrument problems identified. No instrument errors occurred during either batch run. The customer does not have additional sample for further investigation.